Manufacturer narrative:
. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare facility via manufacturer representative regarding flex arms used for mast tlif/dlif. It was reported that the device broke and the distal locking mechanism failed/disengagement of proximal locking mechanism handle happened. Product will be returned. There was no patient involved in the event. There were no further complications reported as a result of this event. Additional information received from manufacturer representative that total number of flex arms involved was 4. The event happened during surgery. No patient involvement as they switched out flex arms with backups during the surgery. Pre-op diagnosis were degenerative scoliosis, stenosis, and spondy. Arms failed during surgery but were immediately switched out to a functional arm. Only negative was the time wasted to switch arms.